Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 h6: patient code: 3191: separated piece of actual sample was in patient; however, it was surgically removed the actual sample was returned for evaluation. Visual inspection revealed that the actual sample had been fractured at the distal section. The actual sample was measured and found to be approximately 1475mm in total length. Specified total length of this product code is approximately 1500mm. The actual sample was found to be missing a segment approximately 25mm in length. Magnifying and electron microscopic inspections of the fracture end obtained the findings: the fracture end of the urethane outer presented the configuration which implied that the urethane outer layer had been ripped off, some creases had been generated around the fracture end, and the core wire was exposed at the fracture end. The outside diameter of the guide wire shaft was measured on the undamaged segment and found to meet the specifications. The urethane outer layer around the distal end of the device was dissolved and removed. The fracture end of the exposed core wire was inspected under electron microscope. The fracture cross-section was found to be in the flat shape with the generation of the dimple pattern on the surface. The outside diameter of the core wire was determined on the undamaged section and verified to meet the specifications. Reproductive testing was performed on the retention samples of the involved product code. A product sample was subjected to repetitive bending forces at a 90-degree angle till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state was found to be very similar to that seen on the actual sample. A product sample was subjected to repetitive one-way torque force in the curved state till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. This state differs from that seen on the actual sample. A product sample was subjected to a pulling force in the state of being formed into a loop-like shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the core wire had been flexed toward the fracture end. This state differs from that seen on the actual sample. A product sample was subjected to a one-way pulling force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end. A review of the device history record and the product release decision control sheet of the involved product /lot# combination was conducted with no findings. The IFU states: " if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guidewire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel". There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the actual sample was subjected to repetitive bending force at one point, where the core wire became fractured as a result of metal fatigue. Subsequent pulling force ripped the urethane outer layer, resulting in the complete separation of the fractured piece from the actual sample. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the radifocus guidewire m was used for vascular access interventional therapy. During use, the distal angled section of the actual sample came off with no resistance perceived by the user. The fractured segment was retrieved from the patient during the surgical incision of the vascular, which had been planned from the first phase. The procedure outcome and patient impact was reported to be unknown.